Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed rf pic failed self test. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. Troubleshooting was not completed as the pump failed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant failed self test alarm and unable to communicate to blood glucose meter due to a faulty reference board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failed self test alarm. The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked case at reservoir tube window corners.